Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic segmentectomy procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Additional information:(first name, last name, email address), (phone#, fax#), the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Engineering evaluation noted that the articulation cover exhibited evidence of a proper weld. Functionally, the instrument was successfully loaded with representative straight and roticulator loading unit. The instrument successfully clamps, unclamps, opened and unloaded repeatedly without difficulty. Instrument condition precluded any functional testing to the articulation mechanism. The disengaged articulation lever may occur if the device is applied over thick tissue while articulated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.